Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device does not pass the function test (no shock delivered). There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device does not pass function with no shock delivered. Based on the information available, the root cause of the reported issue is due to the defective therapy board and battery. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is working fine as per manufacturer's specifications after replacement of therapy board and battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.